Event description:
The patient reported that his infusion device display screen is missing a segment on the second digit of the hour display, and the first number is always present. The patient stated that if the actual time is 1:00, the hour display will show 11:00. He then stated for the last 2 weeks, his blood glucose level has been elevated between 400-600 mg/dl. The patient stated that when his blood glucose elevated to 600 mg/dl, he bolused 30.0 units of insulin and three hours later, his blood glucose went down in the 200s mg/dl range. He then bolused another 6.0 units of insulin to decrease his blood glucose level even more. The patient reported symptoms of having a headache, tiredness, and body ache like he was coming down with a cold. No medical treatment was necessary. The product has been requested for return to be evaluated.